Manufacturer narrative:
The complaint sample was returned incomplete to greatbatch for evaluation but the reported event was confirmed. There was a slight bend in the power tool coupling. There was a significant amount of material deformation in various areas on the power tool coupling, which indicated an overload of force applied to the device. A manufacturing review revealed no discrepancies. The reported event is attributed to an overload of force applied to the device. Date greatbatch was made aware of the complaint. It was discovered during review of malfunctions leading to previous adverse events that this complaint was not filed via emdr for the straight reamer handle power adaptor becoming bent/deformed during surgery. The appropriate correction has been implemented to ensure this malfunction will be filed via emdr accordingly. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the shaft of the straight reamer handle is not true and has a slight bend in the shaft which makes it wobble. There was no delay in surgery and the procedure was completed with another device. There were no adverse events reported as a result of the malfunction.